Event description:
The customer stated that they were doing an hourly removal and getting -428 and 1700. Machine was sucking air from dialysate and replacement the pt was taken off and put on another machine. No pt injury or intervention occurred.